Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a display anomaly. Customer stated there was scratches like crazy made it hard to read and crack were found on the side of the insulin pump. Customer stated they had unexplained no delivery alarm. Customer had plastic chips when changing reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.